Manufacturer narrative:
An event of the dilator tip splitting was confirmed. The investigation found the tip of the dilator was split when it was received at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with damage during use.

Event description:
It was reported that on (B)(6) 2023, an unknown sized amplatzer amulet occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted during procedure that the patient's septum was crossed using a non-abbott device and a non-abbott guidewire. The 14f amplatzer torqvue 45x45 delivery sheath was then advanced over the wire, but it was noted that when making patient contact there was resistance felt advancing the delivery sheath. The delivery sheath was pulled back slightly and it was determined that the dilator tip had split. The decision was made to remove and place the 14f amplatzer torqvue 45x45 delivery sheath and replace it with another one of the same size to complete the procedure. There were no adverse patient consequences reported. The cause of the dilator tip splitting unknown. No patient consequences were reported. Subsequent to the previously filed report, additional information was received that the 14f amplatzer torqvue 45x45 delivery sheath was not mishandled or damaged at any point during device preparation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report. It remains unknown was caused the dilator tip of the 4f amplatzer torqvue 45x45 delivery sheath to split.

Event description:
It was reported that on (B)(6) 2023, an unknown sized amplatzer amulet occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted during procedure that the patient's septum was crossed using a non-abbott device and a non-abbott guidewire. The 14f amplatzer torqvue 45x45 delivery sheath was then advanced over the wire, but it was noted that when making patient contact there was resistance felt advancing the delivery sheath. The delivery sheath was pulled back slightly and it was determined that the dilator tip had split. The decision was made to remove and place the 14f amplatzer torqvue 45x45 delivery sheath and replace it with another one of the same size to complete the procedure. There were no adverse patient consequences reported. The cause of the dilator tip splitting unknown. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.